Event description:
Reportedly the sales representative was contacted by the surgeon regarding a mitral perimount valve in the tricuspid position that was explanted after 6 years due to unknown reasons. The patient may have a history of infection.

Event description:
Reportedly, an edwards' valve was explanted after implant duration of approximately 6 years due to tricuspid stenosis. The patient has a history of infection. The operative report indicates no vegetations were found on the tricuspid valve. Further, "the bovine pericardial valve was excised along with it pledgets and stitches. The ventricular surface also showed no signs of thrombus. There were calcium deposits on the ventricular side, and 1 leaflet was completely immobile. The other two leaflets were stiffened and partially mobile."

Manufacturer narrative:
Evaluation summary: edwards lifesciences received (1) 6900/29mm valve. As received, the valve exhibited intrinsic and extrinsic, moderate to heavy calcification in the free margins of leaflet 1 and 3 and heavy calcification in the free margin of leaflet 2. In the cusp areas, calcification was moderate for leaflet 2 and minimal for leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Calcification nodules were visible on the free margins of all leaflets near the commissure posts and at cusp area of leaflet 2. At these regions, free margins were wavy/curled down wards toward the sewing ring. A thin layer of host tissue overgrowth encroached onto the tissue surface, at both aspects and into the orifice. Host tissue is minimal at the stent inflow and stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 at the outflow aspect. The x-ray demonstrated calcification. The evaluation confirmed the presence of calcification which caused the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Per technical summary, DHR review is not required for pericardial product returned when the failure is caused by calcification and greater than 5 years implant duration. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. The noted calcification and host tissue were likely due to patient factors.

Manufacturer narrative:
(B)(4) - no information has been received. Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the reason for explant is unknown. The operative report and patient information was requested, however, no information has been received. Device history record review is in process.